Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. The customer reported that they have ordered new host pc for replacement and the system failed to turn on as expected, the patient data screen remained black, and the touch screens were not connecting to the host. Upon troubleshooting, the philips remote service engineer (rse) checked with customer and found customer need a new license file and assistance. To resolve the issue, rse generated a new license, assisted the customer in completing the host pc replacement. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.